Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: improper placement, occultation of device or native vessel, endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that during deployment of the trunk-ipsilateral leg component, the trunk migrated proximally when the physician attempted to push up the distal end of the ipsilateral leg. The left renal artery was unintentionally covered by the trunk-ipsilateral leg component. The left renal artery stent was implanted in the left renal artery. The patient tolerated the procedure. At the conclusion of the procedure, intraprocedure imaging identified a proximal type I endoleak of which will be monitored by the physician.